Event description:
It was reported that patient presented to the clinic for a scheduled cardioversion. A command shock was performed. Shock appeared to have delivered, but did not convert the patient. External cardioversion was administered to patient. Low, out of range, high voltage lead impedance was then observed. It appeared that the patient had never received therapy, and there was no data in the hvli trend. Lead was later explanted and replaced. Patients condition was great.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 36.5-37.6cm, 38.0-38.4cm, 39.6-39.7cm, 41.7-42.0cm, and 42.2-42.6cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 8.0-9.3cm, 15.3-15.6cm, 30.0-31.2cm, and 30.2-30.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 15.8-16.1cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 16.7-16.8cm from the distal tip. The svc shock coil and etfe coating were melted at this location, consistent with the field observation of low hv lead impedance.